Event description:
Patient underwent a procedure utilizing a modular arthrodesis nail 5 deg. Collar assembly on (B) (6) 2010. During the procedure, one of the peripheral screws fractured. It was removed from the patient, but the other half could not be located.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the fracture surface to be at the proximal start of the threads. The surface is very granular and the surface features are consistent with an overload fracture, with no apparent evidence of fatigue.